Event description:
It was reported that there was a suspected fracture of the right atrial (ra) lead. The ra lead had high and indefinite impedance values resulting in auto polarity switch. It was also reported that there was noise on the ra lead. Followup with a company sales representative indicated that no intervention was planned and the issue will continue to be monitored. No patient complications have been reported as a result of this event.